Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
During troubleshooting steps with the customer, the customer noticed liquid coming from the alinity m instrument solution drawer. During troubleshooting, the field service engineer (fse) noted that the log file analysis revealed that the lysis sensor reading profile was constant at 0. The customer put an absorbent tissue on the leak. There was no report of injury or exposure to the leak. The leak reached the walking surface outside the footprint of the instrument. This incident is being reported to FDA because the incident occurred in france using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).